Event description:
It was reported that after the implant surgery, a number of health issues occurred in the patient, i.e. Kidney problems, enlarged prostate, and coronary disease. It was stated that the patient was firmly convinced that the drugs the pain clinic was giving to the patient aggravated the kidneys that caused him to have kidney stones. The patient quit taking them and the kidneys got better. However, the patient spent 4 weeks in the hospital with failing kidneys, bleeding ulcers and esophagus. The patient was still in constant pain and "the stimulator only went so far." When his prostate and urinary problems really flare up, all the stimulator did was to aggravate them. The patient got no relief and after two stimulator surgeries, he was worse than ever before. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4); product type recharger, product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010; product type extension, product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010; product type extension, product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009; product type lead, product ID 37743, lot# serial# (B)(4); product type programmer, patient. (B)(4).